Event description:
Patient representative reported "capsular contracture baker grade iii, intense and persistent pain began in the breast area, noticeable and palpable hardening of the breasts, focal thickening of the fibrous capsules", "gel bleeding, presence of polyurethane in both breasts, altered permeability ('water droplets')", "silicone-induced granuloma, formation of silicone induced granulomas, severe chronic inflammatory reaction, formed inflammatory nodules known as granulomas, small pericapsular granuloma in the lower quadrants of the breast", "mild rotation of the implants and retraction" and "dystrophic calcification in the wall". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, granuloma, gel bleed.